Event description:
A 10x40x80 evercross was used to dilate a fibrotic lesion in the cephalic vein of the patient. The balloon burst circumferentially when it reached 11atms, leaving a portion of the balloon in the patient's arm. This piece was retrieved up to the 6f sheath percutaneously, but an incision at the sheath site needed to be made in order to retrieve the entire object.